Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, when he was changing his infusion set he noticed small air bubble in the reservoir and when he looked later there was a big one. Customer doesn't recall his blood glucose level at the time the air bubbles occurred as he was reporting a past event. Customer resolved issue by changing the reservoir. Insulin was not stored at room temperature prior to using. Customer is not returning the reservoir for further analysis.